Event description:
According to the available information, the device was removed and replaced due to a corporal aneurysm which had led to the prosthesis expanding into the defect.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.